Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the 3d image acquisition performed turned out partially black. The site then elected to performed a second scan which was used for the procedure. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.